Event description:
After positioning injector near "gautry", the cable separated from the base of the unit, technicians foot became entrapped between two cables, tripped, fell, landed on both knees, with right foot bent forward. Technician possibly may have broken a toe.